Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the battery was intermittently depleting quickly, which led to a pump shutdown. The customer's blood glucose level was 150 mg/dl. During troubleshooting with tandem technical support, the customer was able to clear the alarm and resume insulin therapy. Multiple contact attempts were made by tandem technical support to obtain further information and provide assistance regarding the battery issue; however, the customer did not respond.